Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4)

Event description:
It was reported that a nurse found rust on the tip of a 22 g x 1 in. Intima ii¿ closed IV catheter system the opening the package. There was no report of injury or medical intervention.

Manufacturer narrative:
No sample was received for investigation. However, a photo was received which shows that the sample tip of the needle and the inner wall of the needle cover are rusted and the head of the needle is heavily oxidized. Products of the aging is associated with product transportation and storage environment. Strong oxidation or humid environments are the main factors of indwelling needle oxidation failure. If the complaint sample¿s environment was with strong oxidation or damp conditions, this can cause a similar needle oxidation failure. Bd was not able to duplicate or confirm the customer's indicated failure mode. Product was within specification. DHR: a device history was performed on lot #7061459, there were no abnormalities associated with the defects recording.